Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced difficulty charging the implanted neurostimulator last night with a service code 4101. The caller was there for a good 30 minutes and it just kept saying error, not with the recharging device. Patient services asked the caller if they could feel the battery under the skin and the caller stated that they think they can feel it. Patient services reviewed with the caller that this is normal when the battery gets too low and the therapy is turned off to see the screen with the number range at the bottom. The caller was able to connect to the implant and start charging with a good connection. After a few minutes, the caller reported good connection with 10% battery. Caller noted the therapy was off. Explained that they will have to manually turn therapy back on. The patient stated that they don¿t like recharging because they always have problems making a connection and it takes such a long time and then it is uncomfortable and is itchy. That started about 1 year after implant. Today, the caller reports that they are getting shocks from the prongs on the back of the charger and they feel like it is in their skin, advised the caller to use thin fabric. This helped but did not resolve entirely. The caller will continue to charge and then try a thicker fabric. They told the assistant at dr. Miller's office, cathy sinclair about the trouble recharging, cathy said they were having some problems with the chargers and told the patient to go to stop using the belt because the belt was putting a lot of pressure on the charger each time and to use spandex instead. Patient will continue to charge and will call back if the issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they used a layer of clothing while charging and it did not resolved.